Manufacturer narrative:
Evaluation of the returned neuron max revealed, multiple ovalizations throughout the length of the catheter. If the device is retracted from its packaging at an extreme angle or is otherwise mishandled, during preparation for use, damage such as ovalizations may occur. During functional testing, resistance was experienced, while attempting to advance a demonstration ace 60 through the neuron max, due to the ovalization, and the ace 60 could not be advanced through. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 05-sept-2022: 1. Section b. Box 5. Describe event or problem it was previously reported that the ovalization occurred while in use in the patient. However, based on the updated information, the ovalization occurred upon removal from the packaging prior to use in the patient. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician noticed that a neuron max was ovalized upon removal from the packaging. The damage to the neuron max was found prior to use and, therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max and the same ace60.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician noticed that a neuron max was ovalized upon removal from the packaging. Subsequently, the physician attempted to advance an ace60 through the neuron max but was unsuccessful. Therefore, the neuron max was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.